Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a safety needle. The customer reports that a staff member was using the needle with a 10cc syringe and they could not inject through the needle and as a result, the staff member received a dirty needle stick.

Manufacturer narrative:
Submit date: (B)(6) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.